Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7121664/7122618.

Event description:
It was reported that the patients spinal cord stimulation (scs) system was explanted due to rib pain. The physician believed it was not device related. The patient was doing well postoperatively. The explanted devices were disposed by facility per policy. No device malfunction was suspected.